Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ integrated holder the integrated holder separates from the non patient end needle. The following information was provided by the initial reporter. The customer stated: when the green cover was removed, the needle came loose from the holder and and risked puncture damage to the rear end of the needle.

Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore; 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a bd vacutainer tube with horse blood, and no issues were observed relating to needle separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode needle separation. Bd was not able to identify a root cause for the indicated failure mode.